Manufacturer narrative:
(B)(6).

Event description:
It was reported that an administration set may have caused under delivery of medication. It was further stated that they were unsure of whether the under delivery was caused by the administration set or the infusion pump. No patient involvement was reported.

Manufacturer narrative:
One admin extension set was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The device performed accuracy test and no issues were found. Use testing was performed. No further action taken. The problem source is unknown.